Event description:
Epidural catheter placed in laboring mom. Patient had inadequate pain relief. When removed from patient to attempt another catheter, it was identified the tip of the catheter was missing. FDA safety report ID (B)(4).